Event description:
User reported false positive results. Negative unspecified additional test the next day.

Event description:
User reported false positive results. Negative unspecified additional test the next day.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation.